Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 4 days post-operatively on a laparoscopic gastric gist removal, there was a poor staple formation and staple line incomplete distally. It was stated by the surgeon that the patient had staple line perforation. A second procedure was needed to oversew the staple line laparoscopically due to peritonitis. The patient experienced had extended hospitalization and tissue damage due to the reported event. It was also noted that the surgical procedure was extended for 30 minutes.